Manufacturer narrative:
Visual inspection confirmed that only one ball bearing was found missing for all the five shims. It is also noted that the surface of all the five shims appear to be damaged and have wear marks. Discoloration of the surface of all the devices can also be seen. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. Dimensions found the part to be conforming to print specifications when measured. These devices are used for treatment. The investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball bearings from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action. FDA recall z-1052-2015 contains all tasp shim lots. The reported tasp shims in this complaint were manufactured before the design modification.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog # 42527900303, persona tibial articular surface provisional shim, lot # 62229772. Catalog # 42527900304, persona tibial articular surface provisional shim, lot # 62248174. Catalog # 42527900502, persona tibial articular surface provisional shim, lot # 62213209. Catalog # 42527900504, persona tibial articular surface provisional shim, lot # 62229859. This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that ball bearings came out of the shims.